Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the powered circular 29, failed to create a proper seal. He claimed that air bubbles were found intraoperatively, and no harm came to the patient as proper actions were taken to ensure a proper seal. In one case however he ended up having to trim and re-fire a new device, creating a new anastomosis. Procedure was a lar, and the 29 was used. The surgeon stated that it appeared the staples were malformed, be he was not completely certain as measures were immediately taken to stop and prevent leak. Unfortunately, no additional information was able to be obtained, the device and lot number was thrown out and not obtainable. The procedure was delayed by an unknown amount of time but was completed with no patient consequences reported.